Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/12/2020. Additional information was requested and the following was obtained: all the answers for the below questions are unobtainable. The patient demographic info: age, weight, bmi at the time of index procedure. What was the date of the initial procedure? Where was the location of the tumor that was removed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were any cultures performed of the wound secretion? If so, what are the results? What was the date of the suture removal and local debridement procedure? What was the appearance of the suture during the second procedure? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/15/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch pe1as mfg date: 5/05/2019, exp date: 4/30/2024. Batch 240430 mfg date: unk, exp date: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. What was the date of the initial procedure? Where was the location of the tumor that was removed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were any cultures performed of the wound secretion? If so, what are the results? What was the date of the suture removal and local debridement procedure? What was the appearance of the suture during the second procedure? What is the product code? Can you clarify if these are possible lots involved as lot 240430 or lot pe1as? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an excision of tumor procedure on unknown date in (B)(6) 2019 and suture was used. The patient was given cleanness and dressing change daily after the surgery. The patient experienced local erythema, inflammation and wound secretion on the incision 7 days post procedure. The doctor removed the suture and enhanced local debridement and dressing change were given. The symptoms gradually improved after 2 days. Additional information has been requested.